Manufacturer narrative:
The customer changed the sample probe, as they suspected it could be partially blocked. No further issues were reported. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for one patient sample from the cobas 8000 cobas ise module. The initial result was 115 mmol/l and the repeat result was 136 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.